Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation and the patient experienced a cerebrovascular accident. The patient had a stroke during recovery post procedure. A magnetic resonance imaging (MRI) was used to diagnose the stroke. The findings on brain scan showed acute infarct dorsal pons. It was reported that the patient remained in the hospital for monitoring and has recovered. Intervention included anticoagulants. Patient's symptoms mostly improved. During the procedure, there were twenty-two (22) pulsed field ablation (pfa) applications to the pulmonary veins only. The thermocool smarttouch sf catheter was used at the end of the procedure to complete a cavotricuspid isthmus (cti) line in the right atrium (4 radiofrequency (rf) applications). The activated clotting time (act) was therapeutic (365), and the patient was stable throughout the procedure. Pre-ablation thrombus check was performed. There was no evidence of char, thrombus/clot that were noted during the procedure. During the ablation, the patient was in sinus rhythm. The patient did not have any anatomical abnormalities. There were two catheter exchanges that occurred during the procedure with one transseptal puncture site performed.

Manufacturer narrative:
On 03-jul-2025, additional information was received which indicated that the irrigation rate was 4 (ml/min). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation and the patient experienced a cerebrovascular accident. Additional information was received on 31- jul-2025. It was reported that ablation was done while in atrial fibrillation. Pre-clot screening was done with intracardiac echocardiography (ice) and protamine (50 u) was given after ablation. Activated clotting time (act) was >350 sec. The investigation was completed on (B)(6) 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how to safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).